Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the core micro drill was slow to brake. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.